Event description:
It was reported that "the pt is getting leakage at the flange and stoma site". There was no reported pt injury and/or change in therapy. The involved device(s) have not been returned to the mfg facility for investigation as of the date on this report.